Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that on (B)(6) 2011, the pt reported hearing background noise and intermittency. The external equipment is functioning ok. On (B)(6) 2011, the pt no longer has any hearing sensation. Testing confirmed that the device has malfunctioned.